Event description:
The dealer reports that the instrument (B)(4) is getting heated and as a result it melts the single used trockar and the edge of the hook. As a result of the heating, the pt had burns. On (B)(6) 2011, the dealer reports via e-mail that a cholecystectomy was being performed when the single use j&j trockar was affected and the liver received a small burn. Surgery was continued with a replacement device.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.